Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak and air bubble anomaly. Customer¿s blood glucose was 7.1 mmol/l. Customer stated that the reservoir was discarded. Troubleshooting was performed for leak. The reservoir will not be returned for analysis.